Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was delivering insulin and it froze and then it alarmed battery out limit. Blood glucose was 200 mg/dl. Device alarmed normal use. Troubleshooting for keypad anomaly was performed as the buttons were not working. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, battery tube or vibrator. The pump passed the self test. No frozen display was noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.